Event description:
It was reported that a symptomatic patient presented with pacemaker syndrome. The device went into backup vvi after a failed cybersecurity upgrade attempt. Telemetry interference was the suspected cause. The device was restored from bvvi. The device was programmed. No further attempts to update the device were made. No further information is available.